Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The lemo connector was replaced. The system is operating as intended.

Event description:
The customer reported the c-arm would not boot on the 9900 system. No pt injury was reported.